Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the one day post-implant monitoring, right ventricular (rv) pauses in pacing were observed. The device data was then sent to boston scientific's internal technical services (ts) for review. The ts consultant along with internal engineers, confirmed three individual occurrences of pacing pauses, which likely corresponded to auto threshold testing. The auto threshold testing has since been disabled. Ts then advised additional root cause investigation to include maneuvers at pre-discharge followed by close monitoring of daily measurements, in order to exclude a lead and/or connection issue. At this time, no system changes have been performed outside of device reprogramming, to increase the blanking period so as to eliminate future periods of noise and oversensing. No adverse patient effects were reported.